Event description:
During analysis of the pt's programming/device diagnostic history, it was found that a faulted systems diagnostics test occurred which changed the pt's settings. A final interrogation was not performed to ensure the settings were correct and the setting change was not observed/addressed until a subsequent office visit. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Review of programming/diagnostic history.